Manufacturer narrative:
Received maude report (B)(4).

Event description:
It was reported that noise was observed on the lead. Lead integrity issue suspected.

Event description:
Maude report notes that further evidence revealed early lead fracture. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.